Event description:
It was initially reported: the pump had infused the chemotherapy drug in six hours instead of 24 hours. There was no clinical consequence to the patient. Additional information supplied by the reporter: treatment- 5 fluoro-uracyl (5-fu), concentration: 2340 mg/24h. The volume was programmed to be infused in 48 hours, with a stop after 24 hours, for a complete treatment. The pump was restarted by the nurse, it seems she had difficulty restarting (the device). The rest of the infusion was administered in 6 hours instead of 24 hours. The reporter stated there could be some human mistake at the origin of the problem, but is requesting a complete check of the pump for security reasons.